Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 22-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the pump history showed no activity related to the alleged issue due to continued use. The alleged random beeping was unable to be duplicated or verified during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the pump is randomly beeping and cannot determine why. There was no additional information at the time of this report. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.